Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump monitored in 50c oven for several days and no button error alarm noted. Pump received with cracked reservoir tube lip, scratched lcd window, broken belt clip slot and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 284 mg/dl. Troubleshooting was performed. The device was returned for analysis.